Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the surgeon prepared the patient's l4 pedicle on the left side for pedicle screw placement. The surgeon tapped the prepared pathway with the 7.0mm tap, and determined the appropriate screw size. He requested the 8.0x45mm screw, which the surgical tech loaded on the corresponding navigation driver. He advanced the pedicle screw down the pedicle, and approximately halfway down, the driver tip broke off in the recess of the pedicle screw. The surgeon was unable to retrieve the broken tip, so he proceeded to remove the polyaxial head from the screw, and remove the pedicle screw with the broken screw removal instrument. The broken driver was removed from the sterile field, and the procedure continued without further incident. There was a surgical delay of five (5) minutes. Fragments were generated, and easily removed. Patient status is unknown. The procedure was successfully completed. Concomitant device reported: screw remover, broken (part# rs2013150, lot# 830029b16, quantity 1); 5.5 viper univ poly driver (part# 279734000n, lot# gm5358811, quantity 1). This report is for one (1) 5.5 viper univ poly driver. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5.5 viper univ poly driver (p/n: 279734000n, lot number: gm5358806) was received at us cq. Visual inspection of the complaint device showed the tip had broken off. No fragment was returned. It was unable to determine if the fragment remained in the screw head as alleged in the complaint. The screw was investigated under (B)(4). Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: (current) and (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driving trip had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history a review of the receiving inspection (ri) for 5.5 viper univ poly driver was conducted identifying that lot number gm5358806 was released in a single batch. Batch1: lot qty of 49 units were released on 10 jul 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.